Manufacturer narrative:
(B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation concluded that stent occlusion with sludge is a known potential complications of the metal stent placement procedure and is noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was implanted within the bile duct of a patient on (B)(6) 2015, as part of the (B)(4) clinical trial. The patient had a history of biliary obstruction due to a post cholecystectomy stricture and was enrolled in the study for treatment of benign biliary stricture. The intended indwell time of the stent was less than or equal to 3 months. On (B)(6) 2015 an ercp was performed for imagining/tissue sampling and a pancreatogram was performed. The patient had a prior biliary sphincterotomy and a. Prior metal stent was in place. The previously placed metal stent was removed on (B)(6) 2015. Baseline biliary obstructive symptoms were recorded on (B)(6) 2015 and noted to include right upper quadrant pain, fever/chills, and jaundice. On (B)(6) 2015 baseline liver function tests were performed. On (B)(6) 2015, a wallflex biliary rx fully covered rmv stent that had been implanted within the patient as part of the (B)(4) clinical trial on (B)(6) 2015, was noted to have migrated (this is captured by manufacturer report # 3005099803-2016-00197). The previous wallflex biliary rx fully covered rmv stent was removed on (B)(6) 2015 and the wallflex biliary rx fully covered rmv stent captured by this complaint was implanted due to recurrence of the original stricture. On (B)(6) 2016, the wallflex biliary rx fully covered rmv stent implanted on (B)(6) 2015 was noted to be occluded with sludge. The stent was removed and another wallflex biliary rx fully covered rmv stent was implanted due to lack of stricture resolution.